Manufacturer narrative:
Section a4: unknown/ not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 - this code was used for the reported lens dislocated or tilted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's left eye. There was incision enlarged with 2 sutures, no vitrectomy. There was allegation on the johnson & johnson lens. The patient was happy, no visual issues however, the reason for explant was when the doctor was checking the patient during his follow-up, she confirmed that the lens was a little displaced/ tilted. The doctor noticed that capsular support was not good. The doctor consulted other doctors and they all agreed that she explant the original lens this time while patient is still young because it may become complicated if doctor explants it later when the patient becomes older. The doctor then explanted the lens and replaced it with a non-johnson and johnson lens. Patient is well post-explant. No visual complaints. No other information was provided.